Event description:
The customer contacted baxter's technical service center to report an issue of not enough iodine in the minicap. The care giver(cg) found this issue before use. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported issue of inadequate iodine was not confirmed and cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.